Event description:
It was reported by the nurse at the facility that while attaching a syringe to the female luer of the ash split catheter, the syringe was over-tightened and the female luer cracked.